Manufacturer narrative:
The hvad is used for treatment not diagnosis. . It was reported that this patient had a pump stop right after implant due to a controller exchange which was well tolerated by the patient. Before disconnection of the driveline from extension cable, the primary controller gave an electrical fault alarm. The device remained implanted and was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller was returned to the manufacturer for evaluation. The returned controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed one electrical fault, one high watt, and three vad disconnect alarms logged on ((B)(4)) indicative of intermittent connection between the pump and the controller. Review of the event details indicates that the driveline extension cable was used post pump implantation; however, the hvad system instructions for use instructs the user to connect the driveline to the controller post implant. The root cause of the reported electrical fault alarms can be attributed to improper use of the driveline extension cable post-op resulting in intermittent connection between the pump and the controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that this patient had a pump stop right after implant due to controller exchange which was well tolerated by the patient. Before disconnection of the driveline from the extension cable, the primary controller gave an "electrical fault" alarm. The site was well aware of keeping the connections clean and they confirmed that they did that during this implant as well. The facility performed a controller exchange and provided the patient with a replacement device. The controller was returned to the manufacturer for evaluation. No further electrical fault alarms occurred after having changed the controller.